Event description:
It was reported that stent thrombosis, chest pain and EKG changes occurred. In (B)(6) 2014, the patient presented with st elevation myocardial infarction. The target lesion was located in right coronary artery (rca). A 3.50x12mm promus premier¿ stent was selected and implanted to treat the lesion. The patient was given angiomax during the procedure. Post procedure, the patient was given 60mg effient. Two hours and twenty minutes post procedure, the patient experienced chest pain of 8. EKG changes were noted. The patient was then brought back to the cath lab. Stent thrombosis was identified on the previously placed stent in the rca. The physician treated the thrombosis with aspiration thrombectomy, percutaneous transluminal angioplasty (ptca) and drug eluting stent (des). The physician noted that progression of disease contributed to the development of thrombosis. No further patient complications were reported and the patient¿s status was stable. Three days post procedure, the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).